Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted and explanted during the same surgery. Through follow-up with the health-care provider, it was learned from the operative report that the patient initially presented with aortic endocarditis and aortic insufficiency of his native aortic valve. Therefore, the patient was referred for aortic valve replacement. Upon removal of the native valve, large vegetations were noted, along with significant irregularity of the septal wall. The edwards valve was placed and fitted excellent without the coronary ostia being impeded; however, on inspection of the device after initial tee it revealed perivalvular leak which appeared to be located anteriorly, likely inferior to the right coronary ostia. Several pledgetted repair sutures were placed along the right coronary cusp region to repair the leak. The surgeon noted that the leak was not easily identifiable but the valve leaflets were unremarkable. After the patient was placed on bypass again, the same leak was detected. The valve was explanted to inspect the area. The surgeon did not find any obvious reason for the perivalvular leak; however, a new bioprosthesis was required because the initial valve was not reusable due to disruptions in the sewing ring following the explant. According to the health-care provider, this event was not related to a device malfunction. The explanted valve was replaced with another edwards bioprosthetic valve with satisfactory results.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event. Unfortunately, the edwards device was not returned for analysis. Without return of the device, an evaluation cannot be performed. No further actions are possible at this time.